Manufacturer narrative:
Evaluation summary: the device was in vivo for approximately 2 years and 9 months. No product was returned for review. No x-rays were provided for evaluation. The poly was removed due to pain and clicking. It was noted that there was no damage to the tibial tray and femoral component. Based on the available info, a definitive root cause can not be ascertained at this time. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem . Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt did well for 2+ years then developed pain and clicking in right knee. Articular surface found to have disassociated from tibial tray. Poly swap done by surgeon's partner in 2007.